Manufacturer narrative:
A smiths medical pump was returned for analysis in good physical condition. There was evidence in the event log that there was a high alarm displayed that the cassette was not attached properly. During siual inspection and functionality testing the pump alarmed "cassette not attached properly" when they attached a cassette. The issue was found to be with a faulty downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was alarming that the cassette was not attached properly. There was no patient present at the time of the event. There were no reported adverse events.